Event description:
The reporter indicated that neurologist was unable to communicate with the vns pulse generator. It was reportedly the pt's first follow-up visit since the vns system was activated. The reporter further indicated that a device result was performed and that communication with the device afterwards was successful.